Event description:
A report was received that a patient was explanted due to an infection. There is no indication of where the infection was located at. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-8216-50, serial#: (B)(4), model description:artisan 2x8 lim, 50cm. Explanted devices will not be returned to bsn as it was discarded by medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
(B)(4)

Event description:
A report was received that a patient was explanted due to an infection. There is no indication of where the infection was located at. The patient is reportedly doing well following the procedure.